Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not deliver shock and would not start voice prompts. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the customer's device would not deliver shock and start audio prompts. The root cause of the issues was determined to be the white energy capacitor wire being disconnected from the j18 spade connector. The customer received a replacement device. The customer's device was archived by stryker.